Event description:
The customer reported that the insulin pump had fluid/moisture exposure. Troubleshooting was done. Customer's blood glucose was 98 mg/dl. Customer stated there was insulin in the reservoir compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and dried residue was found on the motor slide.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).